Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. UDI#: (B)(4).

Event description:
It was reported that a 20 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter broke while in a patient. The patient received x-rays.